Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user, during a PICC line placement, the physician pulled wire back into subclavian to straighten it out and felt resistance. The coil on the 0.018" wire became detached. The coil of the wire was successfully retrieved from the pt and the procedure was successfully completed with this device. There was no harm to the pt and no further medical intervention was required.